Event description:
(B)(6) 2024 @ 4:28 pm est (B)(6) received call form pt that she wasn't sure if she was getting any insulin as her bg is going up to 249, had pt disconnect like she was taking a showing and had her fill tubing. Pt did get drops. Had pt reviewed dexcom info and it showed sensor connected and still had 5 days left. Pt's bg went up to 276. Had pt reconnect and fill cannula. Pt and I discussed using her back up therapy as she was concern about her bg going up. Advised her if she did use her back up therapy, she needs to disconnect from the ilet for 90 minutes. Asked pt what she would take for a backup therapy, and she take 5-6 units. While finishing bg questionnaire, pt stated her bg had gone down to 271. Pt is going to hold off on doing backup therapy. High bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes. 2. What was your highest bg level during this event? A. 276. 3. How long were your bg levels high (above 180mg/dl)? A. 2 hours. 4. Did the device give alerts for above 180mg/dl for over 90 minutes? A. No. 5. Did you use any back-up therapy to correct your high bg levels? A. No. 6. Did you do any ketone testing? If so, did you follow your ketone action plan? A. No. 7. Have you had any recent steroid injections? A. No. 8. Did you receive any professional medical intervention for this event? A. No. 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No. 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)? A. No.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.